Event description:
It was reported that when removing the inserter after deploying the anchor, the distal end of the inserter broke off at the weld point and remained in the patient but the surgeon was remove the broken piece which caused a about a minute delay in the case. There were no injuries to the patient.

Manufacturer narrative:
One 72202397 bioraptor knotless suture anchor returned. No anchor or suture was returned. Audible click is present with rotation of the torque limiter. The inner insertion rod advances. The inner shaft is severely bent off axis. There the inserter fork tines have been pushed in one direction as well. This is a sturdy component and would require an excessive amount of pressure to bend. The sub assembly is carries a ¿greater than 10 in-lbs¿ torque requirement. These conditions are consistent with excessive force applied and off axis alignment. To prepare the insertion site, only use the appropriate smith and nephew drill guides and drill bits intended for use with the bioraptor knotless suture anchor to ensure that the implant is properly aligned. Ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. No root cause associated with the manufacture of this device was confirmed.